Event description:
While the nurse was trying to disconnect an IV catheter,the catheter broke and part of the cannula stayed inside the pt's vein. The broken catheter could not be extracted by a vascular surgeon at the bedside. The pt was taken to the or and the catheter was successfully removed. The procedure was done under local anesthesia without difficulty. All catheters with the same lot numbers were removed throughout the hospital.